Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 05 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "last year the tube tried to come out of her throat after balloon rupture.¿

Manufacturer narrative:
The device history record for the reported lot number, 30303981, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One used sample was received the product packaging was not received. After cleaning decontamination, the sample was examined in a well lit area. The sample was received in two pieces. The tubing is severed approximately 5.5cm below the base of the molded head. No obvious hole or tear was observed in the balloon. There was brown buildup inside the jejunal and gastric lumens. The print on the head was degraded. Many of the depth markers on the tubing are also faded and degraded. There was a slight crimp in the tubing at the 3cm marker. The outer surface of the tubing exhibited slight deformation with ridges and bumps, along the gastric lumen. Balloon inflation could not be assessed since the tubing has been cut. Root cause could not be determined. All information reasonably known as of 19-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.